Event description:
The customer reported that the insulin fell off the counter and the drive support cap is protruded. The blood glucose reading was 117mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk and missing end cap sticker.